Manufacturer narrative:
H3, h6: the real intelligence robotic drill rob10013, (B)(6), used in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was attempted and failed. A drill critical error was thrown during testing. A case was attempted and a "timeout" error was thrown at the connection screen followed by a drill icon flicker. The drill was disassembled and the drill attachment was removed. The drill attachment was within torque specification. The exposure motor was removed and the drill was tested with a known good exposure motor without any issues. The most likely cause of this event may be associated with a loose connection. Although the reported problem (physical resistance/sticking) was not confirmed, a factor that may have contributed to the reported symptom may have been associated with a mechanical component failure of the robotic drill attachment. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that when they plugged in the real intelligence robotic drill during set up for a cori assisted tka surgery, the light was flashing but the system did not pick up that a drill was plugged in. They rebooted the console and kept the drill plugged in, however once they went to unlock burr screen, they got a time out error. Afterwards the tech was unable to disassemble the real intelligence robotic drill regardless of troubleshooting efforts. The procedure was completed, without delay, using manual instrumentation. Patient was not harmed as consequence of this problem. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that when they plugged in the real intelligence robotic drill during set up for a cori assisted tka surgery, the light was flashing but the system did not pick up that a drill was plugged in. They rebooted the console and kept the drill plugged in, however, once they went to unlock burr screen, they got a time out error. Afterwards the tech was unable to disassemble the real intelligence robotic drill regardless of troubleshooting efforts. The procedure was completed, without delay, using manual instrumentation. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6, h7, h9: the real intelligence robotic drill rob10013, (B)(6) , used in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was attempted and failed. A drill critical error was thrown during testing. A case was attempted and a "timeout" error was thrown at the connection screen followed by a drill icon flicker. The drill was disassembled and the drill attachment was removed. The drill attachment was within torque specification. The exposure motor was removed and the drill was tested with a known good exposure motor without any issues. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Although the reported problem (physical resistance/sticking) was not confirmed, a factor that may have contributed to the reported symptom may have been associated with a mechanical component failure of the robotic drill attachment. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.